Event description:
It was reported that the patient¿s stimulator was not working; the patient programmer displayed a call your doctor icon and power on reset (por) message and she was unable to adjust stimulation. It was noted the patient first saw this message yesterday and she had seen it once on her recharger. It was also noted the patient¿s implantable neurostimulator was completely charged. The patient was instructed how to clear the por and turn stimulation on and she felt comfortable stimulation. It was noted that the patient had an appointment with their health care provider the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).